Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The unique device identifier (UDI) number is being reported as unknown it could not be confirmed which of the two clips experienced the single leaflet device attachment; therefore, the UDI and lot history record review are provided for both clips. The results are as follows: part / lot: cds02st/60721u1/08. (B)(4). Date of manufacture: 21-jul-2016. Expiration date: 31-jul-2017. Part / lot: cds02st/60606u3/32. (B)(4). Date of manufacture: 07-jun-2016. Expiration date: 30-jun-2017. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) in this incident could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) which affected leaflet insertion in the clip, contributing to the reported slda; however, this cannot be confirmed. The reported patient effects of worsening mr and heart failure appear to be a result of the slda. The reported dyspnea was likely a secondary effect of the worsening mitral regurgitation (mr). It should be noted that the reported patient effects of worsening mr, heart failure, and dyspnea, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2016, 2 mitraclips (60721u108, 60606u332) were implanted without reported issues, reducing the mitral regurgitation from grade 3 to grade 2. On (B)(6) 2017, the patient was see in the emergency room for dyspnea and left heart decompensation, diagnosed as heart failure. Medication was provided. Transesophageal echocardiogram (tte) was performed and a single leaflet device attachment (slda) was noted. One clip had detached from the anterior medial leaflet (aml) and remained attached to the posterior medial leaflet (pml). The mr was grade 3-4. On (B)(6) 2017, a second mitraclip intervention was performed. Two additional mitraclips were implanted between the initial clips, without reported issue. The mr was reduced to grade 1-2 and reportedly, there was a good outcome for the patient. There was no additional information provided.